Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the table and stand cannot move. According to the additional information received, the system was outside clinical use as the problem was found at the time of turning on the device. Upon inspection, the philips engineer found that the r-cabinet has no 24v output and the circuit board is broken down and the secondary power distribution unit (spdu) was defective. To resolve the issue, the fse replaced spdu of r-cab. After replacement of spdu, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The device stand (floor or ceiling mounted) allows positioning of the detector and x-ray tube in relation to the patient table. The movement of the stand is motorized using the control module located on the side of the bed or pedestal. If necessary, it is possible to move the stand manually using the handles and brake controls on the side of the stand. The side handle on the stand releases the brakes of balanced movements. Balanced movements are longitudinal, lateral and l-arm rotation movements. The rotation and angulation movements of the c-arm are not balanced and cannot be moved manually. The table allows for positioning of the patient according to the requirements of the procedure. The available movements will depend on the configuration of the table. Movements are initiated by use of the pan handle, control module, swivel hand switch, the speed controller, and automatic position control (apc). The loss of motorized table movement is not likely to prevent the user from continuing the procedure, transferring the patient, or providing emergency. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's geometry movements were not possible. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the secondary power distribution unit power supply in the r-cabinet. The device was returned to expected functionality.